Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased five years between two years period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Consultant discussed with the patient and patient's family, and they declined the replacement procedure. This device remains in service. No adverse patient effects were reported. The complaint device still remains in service based on available information; therefore, no product analysis could be performed. The complaint investigation conclusion code is cause not established.